Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. On (B)(6) 2012, she underwent a procedure in which all or a portion of the obtryx sling was removed. All other information, including the patient's current condition, is unknown and reportedly unavailable.